Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley on the outer surface of the one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage in the white parts. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noticed after the procedure during the cleaning process. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was inspected prior to use. There was no damage noticed out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.